Event description:
It was reported that the patient had not used the implantable neurostimulator (ins) in two years because it was not working. It was later reported that there were telemetry issues. It was unknown if the patient turned the device off or if it stopped working. The device could not be communicated with using the physician programmer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3487a-33, lot # j0401902v, implanted: (B)(6) 2004, product type lead; product ID 7434a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).